Event description:
It was reported that the ipg would not communicate with external devices. The patient has not charged the ipg in over 4 months, so the ipg is considered inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. Issue resolved.